Event description:
It was reported that during a vats right lobectomy procedure, the doctor needed to remove the right upper lobe of the patient. He was using ec45a with ecr45m to dissect the pulmonary vein of the right upper lobe. It was the second firing of the stapler. After firing he found two bleeders on the staple line and required suturing to reinforce the staple line. He found the mid part of the staple line cannot form a b shape perfectly and some of staples were loosen. Afterwards, he used the same stapler with ecr45d to dissect parancheyma, and the staples were fine.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how much blood was lost (ml)? There is no significant blood lost, the bleeder was being clamped and reinforced by suture immediately. Did the patient require a transfusion? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. There were. No clips or staples on the target pulmonary vein. Were any unexpected noises heard? If so, when? No.

Manufacturer narrative:
(B)(4). The analysis results showed that a ecr45m cartridge reload was received. The reload was received in good visual condition and fully fired. No functional test could be performed due to the condition of the reload. In addition, the reload was disassembled and no anomalies were noted with the internal components. The batch record was reviewed and no anomalies were noted during the manufacturing process.